Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The pre-operative and post-operative was incisional hernia. The procedure performed was the patient underwent a incisional herniorrhaphy with mesh. The patient had a revision surgery approximately 7 years and 9 months post op. The patient had an aborted laparotomy converted to ileostomy placement. The patient had a frozen abdomen due to significant adhesions to the mesh and small bowel enterotomy caused from opening of mesh.